Event description:
Customer performed a control test and received a result of 191 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. Customer declined further troubleshooting and disconnected the call. No product being replaced or returning for eval.